Event description:
Reporter alleged he felt shaky, couldn't see, couldn't test on his advantage system due to no power. Reporter stated his son took him to the hosp and a blood glucose result of 52 mg/dl were obtained on their system. Reporter stated he was treated with an IV of glucose and other fluids. No other actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.